Event description:
Same case as MFR report #: 2134265-2011-01197. (B)(6) trial. It was reported that during a coronary intervention procedure balloon watermelon seeding occurred. In (B)(6) 2011, the patient presented with chest pain associated with shortness of breath on exertion. A stress test showed apical lateral ischemia and cardiac catheterization was recommended. The proximal lad was treated with balloon angioplasty using a 2.5x15mm quantum maverick balloon, placement of a 2.75x18mm promus stent, and post dilation resulting in 0% residual stenosis. Following inflation of the 2.5x15mm quantum maverick balloon there was some watermelon seeding backwards on the first inflation. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)